Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-60, product type: lead. Product ID: 3778-60, product type: lead. Product type: lead. Product ID: 3778-60.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that a lead revision occurred on (B)(6). No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
Both adverse and product problem were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, serial (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: lead. Product ID: 3778-60, serial # unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) reporting that based on their note from the lead revision, the existing lead was moved so the patient¿s current registration should be the accurate serial numbers for the lead and ins. It was also reported that the symptoms related to the lead revision were not clear from the rep¿s notes, but they stated that it seemed like the patient was experiencing abdominal stimulation and not enough stimulation in their back. It was reported that it was unclear from their notes what the cause of the lead revision was. Clarification was asked concerning what the device or therapy issue was leading to the lead revision, but again the rep reported that it was not clear, but possibly a therapy issue. It was unknown if the lead revision resolved the issue that led to the lead revision. It was reported however, that the rep had noted from six weeks after the revision and the patient was still feeling stimulation in their abdomen. The patient¿s weight was not known. They had no additional information available. No further complications were reported/anticipated. No further complications were reported/anticipated.